Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. An 'unable to proceed' screen appeared after attempting to rewind leadscrew. Alert 42 was annunciated in the notifications menu. The device was opened and inspected, the magnet encoder from the leadscrew assembly was observed to be not fully seated. A known-good drive train assembly was installed; after rewind attempts only alert 41 was annunciated. The cause for alert 42 is likely due to a faulty motor, and alert 41 is likely due to the encoder magnet not being fully seated.

Event description:
It was reported that an ilet user factory reset the pump after a period off therapy, then encountered repeated ¿unable to proceed¿ alerts during setup and rewind despite restarts, leading to a device replacement and transition to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery with continued cgm use via dexcom app or receiver. Investigation included remote troubleshooting and education on shutdown procedures and data sync prior to return. Investigation of this case revealed a device software or setup malfunction consistent with unresolved restart or malfunction alarms following a factory reset, with no component-level failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was an operational malfunction associated with device setup following a factory reset. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.